Manufacturer narrative:
For the examination, the keyboard of the device was replaced and examined, as well as the user logbook. In the user logbook you can see that at the reported time a user has made settings on the device. At 5:25 a.m., the "standby" was switched into the mode and immediately back into the ventilation. Further adjustments were then made at 5:26 a.m. This can be caused by either a faulty hardkey "start / standby" button or an accidental actuation of the hardkey button "start / standby". The examination of the keyboard, which includes this key, did not deviate from the specification. Based on the logbook analysis and the examination results for the keyboard, we assume that the standby mode was accidentally activated by the user. If the hardkey button "start / standby" is detected as pressed for more than 3 seconds in operation, the evita xl switches to "standby" mode and alerts visually and acoustically with the warning "standby activated !!!". This alarm remains active until the user confirms the alarm via the "alarm reset" screen button. The audible alarm cannot be suppressed. In mode standby, the patient can breathe spontaneously via the opened safety valve. There is no indication of incorrect behavior of the evita xl, so we assume that standby mode was accidentally activated by the user.

Event description:
Please refer to the initial-report.

Manufacturer narrative:
The investigation was started. The results will be transmitted within a follow-up report.

Event description:
It has been reported that the evita xl switched to standby after an mv alarm without user intervention. No injury reported.